Manufacturer narrative:
Device evaluation: analysis of the returned device identified, deformation device, creases fold, wear abrasion, yellow particles in the shell, cloudy in the gel. And the weight of the device was within specification. Bubbles in the gel observed, after autoclave cycle. The device is not rupture. Based on the device analysis, the final assessment is: no issues found related with the manufacturing process.

Event description:
Healthcare professional reported, right side rupture. Device has been explanted.

Manufacturer narrative:
(B)(4). (B)(6). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side rupture. Device has been explanted.